Event description:
Related manufacturer reference number: 3006705815-2024-00108. It was reported patient's lead was replaced on (B)(6) 2023 due to migration. The ipg lost communication with external devices during procedure. As a result, both lead and ipg were explanted and replaced. Therapy was restored post-op.